Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3283 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. B66026,c91761) for female sterilisation. The patient had a medical history of dysfunctional uterine bleeding, irregular menstruation, pelvic pain, headache, right lower quadrant pain, ovarian cyst, metrorrhagia, parity 1 and gravida ii. Previously administered products included: cyclobenzaprine. The patient had a family history of heart disease, unspecified and cancer. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2897 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysteroscopy,d and c,removal of essure,salpingectomy,lap (bilateral) lysis,adhesions, lap excision,cyst,ovary (right) done on (B)(6) 2022).at the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no a gray metal coil protrudes from one end of the segment, and is present within the entire lumen. Also received in the container are multiple additional fragments of gray metal coil. Discrepancy noted : insertion date as per argus (B)(6) 2014 as per mr : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2016: pelvic findings: visualized reproductive organs: normal. Bilateral essure devices appear to be in appropriate position. Impression: essure devices are in correct positions. 1.6 cm left adrenal nodule. There is a 2.6 x 2.6 cm lobulated low-attenuation lesion within the liver, most likely a hemangioma or a cyst. This can also be evaluated at the time of the adrenal MRI. [Hysterosalpingogram] on (B)(6) 2015: findings: essure coils visualized in each adnexa. The uterus fills normally and on the left the proximal fallopian tube is visualized for approximately 2 cm and terminates at the coil. On the right only the proximal portion of the tube is visualized (<1cm) and terminates at the coil. With increased pressure only retrograde flow through the cervix was seen and no distal tubal filling. Impression: bilaterally occluded fallopian tubes with the left slightly more distal than the right. The patient tolerated the procedure well without complications [pathology test] on (B)(6) 2022: ovarian cyst, right, cystectomy: - ovarian tissue with hemorrhagic corpus luteum, cystic follicle and epithelial inclusion cyst - no malignancy identified. Indications for procedure/clinical history: pre-op diagnosis: metrorrhagia, dub (dysfunctional uterine bleeding); g: 2, p: 1, ab: 1; gross description: a gray metal coil protrudes from one end of the segment, and is present within the entire lumen. Also received in the container are multiple additional fragments of gray metal coil. [Ultrasound scan] on (B)(6) 2016: uterus as measured above with essure visualized in the cornua. Normal left ovary. Right adnexa contains a large, simple appearing cyst measuring 8.5 x 9.3 x 7.6 cm without flow. This may be a large ovarian cyst although non gynecologic etiology cannot be excluded.; on (B)(6)2016: pelvic ultrasound revealed 8.5 x 9 x 8 cm right ovarian simple appearing cyst. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated,. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3283 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. B66026,c91761) for female sterilisation. The patient had a medical history of dysfunctional uterine bleeding, irregular menstruation, pelvic pain, headache, right lower quadrant pain, ovarian cyst, metrorrhagia, parity 1 and gravida ii. Previously administered products included: cyclobenzaprine. The patient had a family history of heart disease, unspecified and cancer. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2897 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysteroscopy,d and c,removal of essure,salpingectomy,lap (bilateral) lysis,adhesions, lap excision,). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no a gray metal coil protrudes from one end of the segment, and is present within the entire lumen. Also received in the container are multiple additional fragments of gray metal coil. Discrepancy noted : insertion date as per argus (B)(6) 2014 as per mr : (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2016: pelvic findings: visualized reproductive organs: normal. Bilateral essure devices appear to be in appropriate position. Impression: essure devices are in correct positions. 1.6 cm left adrenal nodule. There is a 2.6 x 2.6 cm lobulated low-attenuation lesion within the liver, most likely a hemangioma or a cyst. This can also be evaluated at the time of the adrenal MRI. [Hysterosalpingogram] on (B)(6) 2015: findings: essure coils visualized in each adnexa. The uterus fills normally and on the left the proximal fallopian tube is visualized for approximately 2 cm and terminates at the coil. On the right only the proximal portion of the tube is visualized (<1cm) and terminates at the coil. With increased pressure only retrograde flow through the cervix was seen and no distal tubal filling. Impression: bilaterally occluded fallopian tubes with the left slightly more distal than the right. The patient tolerated the procedure well without complications [pathology test] on (B)(6) 2022: ovarian cyst, right, cystectomy: - ovarian tissue with hemorrhagic corpus luteum, cystic follicle and epithelial inclusion cyst - no malignancy identified. Indications for procedure/clinical history: pre-op diagnosis: metrorrhagia, dub (dysfunctional uterine bleeding); g: 2, p: 1, ab: 1; gross description: a gray metal coil protrudes from one end of the segment, and is present within the entire lumen. Also received in the container are multiple additional fragments of gray metal coil. [Ultrasound scan] on (B)(6) 2016: uterus as measured above with essure visualized in the cornua. Normal left ovary. Right adnexa contains a large, simple appearing cyst measuring 8.5 x 9.3 x 7.6 cm without flow. This may be a large ovarian cyst although non gynecologic etiology cannot be excluded.; on (B)(6) 2016: pelvic ultrasound revealed 8.5 x 9 x 8 cm right ovarian simple appearing cyst. Batch no.b66026, production date 2013-09-09, expiration date 2016-09-30. Batch no.c91761,manufacture date:2015.07,expiration date:2017.07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report